Manufacturer narrative:
Both bottles of the strips have the same product code, lot number, manufacture and expiration dates.

Event description:
The customer opened 2 new cartons of test strips and found the caps open on both bottles of strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.